Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked case (battery tube). Device powered up and received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level 224 mg/dl. Customer stated the display was not blank less than 30 seconds and display was blank currently. . Customer stated battery cap was neither damaged nor corroded. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer reported that the display did not return after insulin pump restart. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.